Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. Motor passed motor test. Unable to verify motor position encoder error alarm in the alarm history due to history file overwritten with alarms. Alarms due to a corrupted history file.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 457 mg/dl at the time of incident. Customer report insulin pump had motor position encoder error. Troubleshooting was performed. Customer reported the drive support cap was loose. Customer was advised the insulin pump will need to be replaced and was discontinue use of the insulin pump and recommended customer refer to back up plan per health care professional instructions. The insulin pump will be returned for analysis.